Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080549; brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 30903863. The complaint was confirmed; the returned lead sc-2317-70 sn (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent location of the lead. The bent location is near the set screw mark of the clik x anchor site. There were no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The returned lead sc-2317-70 sn (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent location of the lead. The bent location is near the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The returned clik x anchors sc-4318 lot 30903863 were analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and, or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads. The lead was found to be bent and fractured, however, there were no exposed wires. The patient underwent a procedure where the two leads and clik anchors were explanted and replaced with new devices. The patient received full stimulation coverage and had fully recovered postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads. The lead was found to be bent and fractured, however, there were no exposed wires. The patient underwent a procedure where the two leads and clik anchors were explanted and replaced with new devices. The patient received full stimulation coverage and had fully recovered postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080549. Brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 30903863.